Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-04. H6: investigation summary the customer reported they gently removed the tubing from the pump and it fell apart. There was one used sample of material #2232-0007 returned. The sample was clearly separated at the lower fitment, and the complaint is verified. The root cause was found to be insufficient solvent. No other failure modes were observed. A device history record review could not be performed on model 2232-0007 because a valid lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the bd gem v/nv 20d 0.2 fltr experienced air in line, and component separation. The following information was provided by the initial reporter: connected new large bore IV tubing to patient piv. Pump alarmed air in line. When I opened up IV channel and gently took out tubing to check the "air", the tubing came apart and fluids went everywhere. Tubing was hung earlier that same day. No other treatment of follow-up was necessary outside of getting new tubing set up. The defective product has been saved for evaluation.

Event description:
It was reported that the bd gem v/nv 20d 0.2 fltr experienced air in line, and component separation. The following information was provided by the initial reporter: connected new large bore IV tubing to patient piv. Pump alarmed air in line. When I opened up IV channel and gently took out tubing to check the "air", the tubing came apart and fluids went everywhere. Tubing was hung earlier that same day. No other treatment of follow-up was necessary outside of getting new tubing set up. The defective product has been saved for evaluation.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation near the pumping segment and a resultant leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2232-0007 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.